Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose of 48 to 437mg/dl. Troubleshooting found that the pump was cracked at the top of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined low high blood glucose troubleshooting and no further details were given.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. No smell/ moisture damage on keypad, electronic, motor, vibrator and battery tube assembly during visual inspection. Device had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corners.